Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the patient developed abdominal pain. Ruptured right common iliac aneurysm and a type iii endoleak from the junction site between the iliac branch component and the contralateral leg component were confirmed on the computed tomography (CT) imaging. Reportedly, the components were nearly dislodging, and the overlap length became approximately 5mm. Reintervention was performed, and for treatment two additional contralateral leg endoprosthesis were placed from the contralateral long radiopaque marker of the trunk-ipsilateral leg endoprosthsis down to the right external iliac artery. On (B)(6) 2023, the patient developed abdominal pain again. Type ii endoleak from the right internal iliac artery was confirmed on CT imaging. Surgical procedure was performed to treat the type ii endoleak. The patient tolerated the procedure. Reportedly, as of may 17th, the patient is under postoperative management in the intensive-care unit (ICU). It was reported that the overlap length was short (unknown length) at the index procedure, but no endoleak was observed at the time.